Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device follow up the patient¿s atrial pacing lead impedance was found to be elevated. No programming changes were made. The patient was referred to another physician. The patient is stable.